Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set bd had damaged tubing. The following information was provided by the initial reporter: the spill actually occurred last week; I just found out about it yesterday. This text was pulled directly from the bedside rn who reported the incident via safetynet (ID # (B)(4)): "patient called, stating chemo was dripping from the machine. Unit manager went in to check on the pt and found doxorubicin was leaking from the machine and a large volume had dripped out onto the floor. She stopped the pump, clamped the tubing". Event occurred in the soft-tubing portion that goes into the alaris channel, presenting challenges with managing the spill because they were free flowing before the clamps on the tubing and a high risk for air-embolism to the patients.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) follow up MDR for correction. F code updated to f05.

Manufacturer narrative:
(B)(4) follow up MDR for correction. Additional information received from the customer: kindly provide the material number and batch/lot number of the product. Product number #2426-0007. Lot number is unknown. Can you please provide an exact date of event in format dd-mmm-yyyy for both events? 12/31/2025 describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Yes (staff and patient exposure to hd, make up dose of chemo needed - treatment delay)

Event description:
Additional information received from the customer: kindly provide the material number and batch/lot number of the product. Product number #2426-0007. Lot number is unknown. Can you please provide an exact date of event in format dd-mmm-yyyy for both events? 12/31/2025. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Yes (staff and patient exposure to hd, make up dose of chemo needed - treatment delay)

Manufacturer narrative:
H10: the customer reported the tubing broke in the middle of the pump segment, and returned one photo of material 2426-0007, lot unknown. Upon initial visual examination, the photo of the set verified the complaint of tubing damage in the pump segment. The tear was almost through the whole circumference of the tubing, near the upper fitment. There is no physical sample available. A device history record review was not performed as the lot number is "unknown" for this complaint. The investigation was unable to trace the reported issue to the manufacturing process. The root cause is unknown.

Event description:
No additional information was provided.